Manufacturer narrative:
In the previously submitted report, the country was missing and is updated on this report.

Event description:
A device was returned to a philips service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the philips service center, the device was visually inspected and found blower foam degradation. The device has been scrapped. In addition, the patient alleges headaches after using the device.

Manufacturer narrative:
A device was returned to a philips service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches after using the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was three error codes found. The manufacturer service center concludes that there was no visible foam degradation and unit scrapped. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.